Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for hyperglycemia. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for hyperglycemia. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was used and blood glucose increased. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that blood glucose mildly/moderately increased. He used bd ultrafine 5 mm needles. Information regarding corrective treatment, action taken with insulin lispro or outcome of the event was not reported. Verbatim: blood glucose mildly/moderately increased [blood glucose increased]. Case description: this spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerned a male patient of unknown age and origin. Medical history was not reported concomitant medications included insulin glargine for an unknown indication. The patient received insulin lispro (rdna origin) injections (humalog) (200 u/ml) via a pre-filled pen (kwikpen), at an unknown dose regimen, subcutaneously for diabetes mellitus (dm), starting on an unknown date. Sometimes since an unknown date, an unknown time after insulin lispro was started, his blood glucose was mildly or moderately increased. He used bd ultrafine 5 mm needles. Information regarding corrective treatment, action taken with insulin lispro or outcome of the event was not reported. The patient was the operator of the humalog kwikpen and his training status was not provided. The general model duration of use and the humalog kwikpen duration of use was not specified. The action taken with the suspect humalog kwikpen was not reported, if returned it would be evaluated. The reporting consumer did not provide a relatedness assessment between the event and insulin lispro therapy or the humalog kwikpen.